Event description:
It was reported that there was an infection and the ¿brain¿ end of the lead was cut and removed. Part of the lead was still plugged into the extension and the extension, implantable neurostimulator (ins) and part of the lead were still buried. They wanted to do an MRI. It was believed that the lead had been pulled a couple of weeks prior to the date of this report. Perioperative antibiotics were administered; the patient had not had meningitis. Signs and symptoms of the infection had included redness and swelling. The primary location of the infection was the scalp. It was unknown if a culture was obtained or the type of organism cultured. Treatment had included removal of proximal lead. The infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, serial# unknown, product type: lead. (B)(4).